Manufacturer narrative:
The device was not returned to olympus for inspection; therefore, the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the gastrointestinal videoscope had foreign material residue in the air/water/jet channel. There were no reports of patient harm.